Manufacturer narrative:
It was reported that left hip revision surgery was performed. During the revision, the bhr head was removed. The bhr cup remained implanted. As of today, the implanted devices, all of which were used in treatment, and additional information have been requested for this complaint but have not become available. A review of the complaint history for the bhr cup and head was performed using batch numbers in search of similar recurring reports for the products during their lifetimes. No other similar complaints were identified. In the absence of the actual devices, the production records were reviewed for the devices reportedly involved in this incident. All the released devices involved met manufacturing specifications at the time of production. Review of the product IFU found adequate warnings and precautions in relation to the alleged failure modes. A risk management review was performed. No additional risks were identified as result of the reported event. No further actions are required at this time. The available medical documents were reviewed. Implantation and pre-revision x-rays to determine initial implant anatomical placement and any micro-motion over time were not provided. The implantation and revision reports did not provide any indication as to the cause of the reported failure and pain. Without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported pain and failure secondary to loosening cannot be confirmed, and it cannot be concluded that the reported clinical reactions/events were associated with a mal-performance of the implant. Without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Event description:
It was reported that a revision surgery of the left hip was performed due to severe pain, failed left hip resurfacing, and mechanical loosening of prosthetic joint.